Event description:
The plaintiff alleges that while working as a certified nursing aide and registered nurse, plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1998 following a rast test, plaintiff was diagnosed by dr as being allergic to latex. Plaintiff also alleges that as a result of the exposure to gloves, plaintiff has become sensitized to latex, and is now subjected to increased health risks. Plaintiff further alleges that as a result of this sensitization to latex, plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Furthermore, plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, as well as economic loss. Finally, the plaintiff's spouse has suffered the loss of support, services and companionship of the plaintiff.